Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. L-20183089, r-663254) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and dysmenorrhea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), autoimmune thyroiditis ("hashimoto"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal conditions"), nausea ("nausea"), headache ("headache") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hystrectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, intermenstrual bleeding, autoimmune thyroiditis, psychological trauma, fatigue, gastrointestinal disorder, nausea, headache, hormone level abnormal and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, fatigue, gastrointestinal disorder, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, nausea, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for hashimoto's disease patient underwent additional surgeries on (B)(6) 2018: most recent follow-up information incorporated above includes: on 28-apr-2021: mr received: lot number was added, consumer race was added, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. L-20183089, r-663254) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and dysmenorrhea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), autoimmune thyroiditis ("hashimoto"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal conditions"), nausea ("nausea"), headache ("headache") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hystrectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, intermenstrual bleeding, autoimmune thyroiditis, psychological trauma, fatigue, gastrointestinal disorder, nausea, headache, hormone level abnormal and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, fatigue, gastrointestinal disorder, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, nausea, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for hashimoto's disease patient underwent additional surgeries on (B)(6) 2018: lot number: 20183089 manufacturing date: 2009-06 expiration date: 2012-06. Lot number: 663254 manufacturing date: 2009-08 expiration date: 2012-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune thyroiditis ('hashimoto') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal conditions"), nausea ("nausea"), headache ("headache") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune thyroiditis, abdominal pain, menorrhagia, metrorrhagia, psychological trauma, fatigue, gastrointestinal disorder, nausea, headache, hormone level abnormal and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for hashimoto's disease patient underwent additional surgeries for (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: previously reported event injury were updated to new events pelvic pain, abdominal pain,metrorrhagia (bleeding between periods), metrorrhagia (bleeding between periods), hashimoto,s, psych injury, fatigue, gastrointestinal conditions, nausea, headache, hair loss. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.